Event description:
Distributor in south africa advised baxter by written communication of one incident of a cracked minicap, sample is available. No other info is known at this time.

Manufacturer narrative:
Additional unsuccessful attempts have been made by baxter to obtain further pertinent information concerning this report. Baxter considers this report closed; however, baxter will submit additional information if it becomes availoable.